Event description:
Reportable based on device analysis completed on 02-nov 2021. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with maverick balloon catheter. A 2.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications and the patient status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found the proximal end of stent lifted and pulled distally from the crimped stent position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.